Event description:
The ge oec 9800 fluoroscopy system reportedly arced during a procedure. Described "popping" sound from tube.

Manufacturer narrative:
A ge oec service representative was investigated the issue could not duplicate the malfunction. The system was evaluated and inspected the high voltage system and candlesticks and found no evidence of arcing or other electrical issues. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.